Event description:
The patient reported that the catheter had dislodged and the hcp performed revision. No confirmation of this event was obtained. If current hcp contact information is obtained, additional information will be requested. A follow-up report will be sent if additional information becomes available.